Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 to treat sui and cystocele and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a surgical extraction of the exposed portion of the mesh and implantation of a pelvisoft on (B)(6) 2008 at (B)(6) center in (B)(6). No additional information was provided.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent mesh revision/removal on (B)(6) 2008 and mesh removal on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2008 due to mesh erosion with dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03757. The same patient is represented in each medwatch.